Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Results: visual inspection of the returned lens showed the lens was received in three pieces and part of the lens was torn off and missing. There was a clear surgical residue on the device. (B)(4).

Event description:
The customer reported the surgeon used this aa4203tl silicone single piece lens to piggyback on another iol but the vision outcome was not what he had hoped. The lens was removed without any injury to the patient. The reporter stated that the surgeon was aware that using this lens as a piggyback was off label use but thought it was worth a try.

Manufacturer narrative:
(B)(4). Evaluation result: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggest a contributory factor to the complaint. A work order search found no similar complaints. Claim # (B)(4).

Manufacturer narrative:
Evaluation results: per medical review - reportedly, the surgeon removed intraoperatively single-piece silicone toric iol, that was implanted as a piggy-back lens, since he was not happy with the refractive outcome. Incision was not enlarged and no other tissue damage was reported. No reported problem with the lens or loss of bcva. According to the report, by a surgical technician, dated on (B)(6) 2015 the surgeon was aware of indications for this iol but wanted to try that option in order to correct residual refractive error following initial cataract surgery and implantation of a competitor`s lens. Given all this information, the cause of the event was user error (miscalculation) therefore, the event was not device related.